Event description:
It was reported that the blade broke at the mount, while the surgeon was doing an amputation at the ankle. It was further reported that the procedure was completed successfully..

Manufacturer narrative:
Manufacturing records were reviewed, no issues were identified which may have contributed to this event. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted. (B)(4): device not returned.